Manufacturer narrative:
The conclusions are as follows: - the automatic implantation detection pop up to confirm the implantation was well displayed on (B)(6). 2023 at 08h 08 (programmer time). - once the pop up was displayed, the user has confirmed the implantation. - no interrogation was performed on the device before (B)(6). 2023. - based on the available data, no issue is suspected on the subject pacemaker.

Event description:
During the implantation of this borea it was interrogated in the box, but no auto-implant pop-up was shown. Could it be due to the software upgrade? Or did any mistake happen during the implant that can cause the absence of the auto-implant pop-up?